Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Balloon valvuloplasty is performed to open up the stenotic valve prior to thv deployment. Regurgitation after bav is not uncommon and may vary in severity. Typically, this is resolved by deployment of the new valve. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the device is not available for evaluation as it remains implanted in the patient. However, there was no allegation or indication a device malfunction contributed to this adverse event. Per the report, the patient's cardiac rhythm started to become unstable after introducing the stiff guide wire. The bav procedure itself caused the severe ai. The subsequent hemodynamic instability, resulting in the patient¿s demise, appears to be related to the patient¿s advanced age (88) and co-morbidities, in combination with procedural factors (bav performed). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), prior to implant of a 23mm sapien 3 valve in the aortic position, the patient's cardiac rhythm started to become unstable after introducing the stiff guide wire, and pacing was required. The patient¿s pressure decreased and diastolic pressure increased. The guide wires were exchanged (from confidant to amplatz super stiff) and inotropic medication was administrated, but there was no improvement. Balloon valvuloplasty (bav) was performed and severe regurgitation was observed. The patient went into shock and CPR was started. The valve was implanted, but landed low. The primary implanter, unintentionally, pushed the delivery system during the valve implantation. The tension was transfered to the tip of the delivery where the valve was, resulting in valve being placed too ventricular. The valve was ballooned and moved to a 50:50 aortic/ventricular position. However, the patient lost pressure. An ultrasound was performed and showed there was no fluid in the pericardium and no signs of a rupture. Defibrillation and CPR was performed. However, the patient expired. The cause of death was ventricular tachycardia. The patient had a small left ventricle (lv) cavity due to severe hypertrophy. The bav resulted in severe acute aortic insufficiency (ai), which was not tolerated by the patient. The severe ai initiated a cycle of distension of the lv cavity, ischemia and hypotension. Hypotension further generated ischemia and the patient went into ventricular fibrillation. ¿the patient was very old and didn¿t tolerated the time necessary to implant the valve to relieve the ischemia, hypotension and ventricular fibrillation.¿ the patient¿s native annulus was 430mm2, the native annulus was mildly calcified and the native leaflets were moderately calcified.

Manufacturer narrative:
Reference CAPA-20-00141.